Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies.

Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the buttons on the insulin pump became unresponsive. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. Nothing further was reported.